Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a heart transplant and following the procedure, shock impedance measurements were greater than 400 ohms. It was determined that the electrode had been severed during the procedure. The device was programmed off and is emitting tones. A boston scientific technical services consultant instructed the caller how to disable the beeper. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection identified lead damage that resulted from the explant procedure. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a heart transplant and following the procedure, shock impedance measurements were greater than 400 ohms. It was determined that the electrode had been severed during the procedure. The device was programmed off and was emitting tones. A boston scientific technical services consultant instructed the caller how to disable the beeper. No additional adverse patient effects were reported.